Manufacturer narrative:
(B)(4).

Event description:
The patient claimed that the ok buttons required several presses to activate the desired pump functions. The keypad is reportedly intact. There was no adverse event associate with this complaint. The pump was replaced.

Manufacturer narrative:
The pump has been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Once the device is evaluated, animas will send a supplemental report.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the pump was returned to animas. Investigation revealed that all keypad buttons responded as expected. There was no physical damage to the keypad and no problems were found with the key contacts. No defect was found on investigation. The complaint could not be confirmed or duplicated.